Event description:
As reported by the patient, a gunther tulip jugular vena cava filter set's filter was implanted on (B)(6) 2007. Results of a MRI and CT scan, performed "around" (B)(6) 2024, reportedly indicated that there was no visible filter in place. Per the patient, the filter was visible on a MRI and CT scan a "couple of months previously".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Summary of event: as reported by the patient, a gunther tulip jugular vena cava filter set's filter was implanted on (B)(6) 2007. Results of a MRI and CT scan, performed "around" (B)(6) 2024, reportedly indicated that there was no visible filter in place. Per the patient, the filter was visible on a MRI and CT scan a "couple of months previously". Investigation evaluation: reviews of the complaint history, device history record, manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional relevant complaints for this lot number. The information provided upon review of the dmr and DHR suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a cause for the reported event cannot be established. Attempts to obtain additional information were unsuccessful. There is no information regarding the indication for the MRI and CT scan, and it is unknown if the patient had any surgeries or trauma. The risk analysis was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.